Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular(rv) lead exhibited poor sensing and the rv lead helix failed to retract and extend. The rv lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed and the event of poor sensing was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing found no anomalies.